Manufacturer narrative:
A ge service rep performed an onsite investigation. The tank was replaced. The system was tested and found to be partially working as intended. The tube needs to be replaced. No add'l service info was provided.

Event description:
The customer reported that during procedures the system intermittently would not display images and the screen would go black. No pt injury was reported.